Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nasogastric tube was leaking at the connection of sump port to tube. The customer stated that the tube was removed and replaced and required to x-ray.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure, the device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used nasogastric sump tube with label. Visual inspection of the sample noted flushed the nasogastric tubes and observed cracks above where the blue lumen meets the clear lumen, which would cause a leak. A potential root cause for this failure mode could be ¿more than 4 laps¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: bard nasogastric sump tubes are intended to be used for: ¿ decompression of stomach by suction or aspiration of gastric contents. ¿ short-term administration of term tube feeding, lavage fl uid and medications. Contraindications: ¿ patients with known tape or adhesive allergies. Warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Refl ux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for refl ux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fl uid through the prevent® filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections. Statlock® nasogastric stabilization device: avoid contact with alcohol or acetone; both can weaken bonding of components and statlock® stabilization device pad adherence. Instructions for nasogastric tube insertion 1. Explain the procedure to the patient. 2. Carefully measure to fi nd desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape. 3. Check the patient¿s nostrils for patency; select the nostril with best patency. 4. Lubricate the full length of tube to be inserted."

Event description:
It was reported that the nasogastric tube was leaking at the connection of sump port to tube. Customer stated that the tube was removed and replaced and required to x-ray.